Event description:
Caller reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level as the customer was not connected to a continuous glucose monitor at the time. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. It was advised that the customer may continue using the pump and should contact technical support if the malfunction recurs.